Manufacturer narrative:
Investigation summary: bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for 'gel air bubbles' with the incident lot was observed. Bd determined that the root cause of the indicated failure mode was attributed to inadequate purging of air during gel drum changes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes, the device experienced air bubbles in gel. The following information was provided by the initial reporter. The customer stated: yellow tube with dry separator gel. From the tray used, there are deteriorated yellow stopper tubes.